Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and non-calcified shunt vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.